Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device could not be interrogated and no response was generated during magnet application. Technical services suggested troubleshooting techniques in an attempt to establish telemetry. The patient has not had any recent medical procedures. An electrocardiogram was performed and the patient was in a normal sinus rhythm with premature ventricular contractions (pvcs). Despite additional attempts with a programmer and multiple magnets, device interrogation was unsuccessful. There was a comment that the patient had developed a hot sensation in the chest area a few weeks ago. The patient was presented back to the electrophysiology (ep) laboratory, the device was disconnected and the chronic leads were checked. Right atrial (ra) and right ventricular (rv) pacing thresholds and impedance measurements were normal. The device was removed and received in boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.